Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4592 implantable pacing lead 2000 (B)(6). (B)(4).

Event description:
It was reported by the patient's daughters that the patient awoke to a jolt or zapping sensation where the pacemaker is. No further information was able to be obtained. The device remains in use . No further patient complications have been reported as a result of this event.